Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
A4 patient weight added to the report. H6 device code 2981 added based on new information.

Event description:
Additional information receieved stated that the patient underwent surgical intervention wherein both leads were explanted and replaced. The lead was visibly kinked post-operatively. Stimulation therapy was restored.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-31121. It was reported that the patient experienced autoreducing of their stimulation. Diagnostics revealed that 12 out of 16 contacts were high impedance. Reprogramming was unable to restore effective stimulation with the remaining contacts. In turn, surgical intervention may take place at a later date to address the issue.